Manufacturer narrative:
Product analysis # (B)(4): as found condition: the marathon catheter was returned within a shipping box; within an opened marathon outer carton and within an opened marathon inner pouch. Damage location details: the total length of the marathon catheter was measured to be at ~ 169.7cm (reference: (B)(4) ). The usable length of the marathon catheter was measured to be at ~ 163.4cm (specification: 165.0cm ± 2.5cm). No damages were found with the hub. The catheter body was found to be kinked at ~ 45.7cm and punctured at ~ 0.3cm from the distal tip. No damages were found with the distal marker band/tip. No other anomalies were observed. Testing/analysis: none conclusion: based on the device analysis and reported information, the customer¿s report of ¿catheter puncture (gw/stylet)¿ was confirmed. The catheter was returned kinked and punctured. Catheter puncture can occur during preparation or procedure. Possible causes of ¿catheter puncture (gw/stylet)¿ are incompatible ancillary products, device navigated within the microcatheter too aggressively and the guidewire was inserted without checking catheter integrity/catheter patency (if used with stylet). The model and lot numbers for the guidewire used in the event were not provided. The guidewire used for the event was not returned. Therefore, the condition of the guidewire could not be assessed. It was reported that the outer diameter for the guidewire used in the event was 0.008¿. As per the marathon instructions for use (IFU), ¿the marathon is a flow directed micro catheter that can optionally be used with hydro philic, 0.010¿ or less sized guidewires. The marathon is not compatible with non-hydrophilically coated guidewires greater than 0.010¿ in diameter.¿ therefore, the guidewire was found compatible for use with the marathon catheter. The root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that another marathon of the same lot was used on (B)(6) 2023. The cause of the catheter puncture was not determined. The microwire was not a medtronic device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product the country of the event is in medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the marathon catheter was punctured with a guidewire. The patient was undergoing surgery for treatment of an arteriovenous malformation (avm). The accessed vessel was the mca with a diameter of 2 mm. It was noted the patient's vessel tortuosity was moderate. It was reported that during an avm case, .008'' microwire came out of the marathon before the distal tip. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event.